Event description:
Synergy china registry. It was reported that stable angina pectoris occurred. In (B)(6) 2022, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) extending up to distal rca with 95% stenosis and was 70 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Additional drug eluting stent placed on the target lesion; however, the device detail was not provided. Thirteen days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. At the time of event, the subject was on aspirin. Medication was given to treat the event. Four days later, the subject was discharged from hospital. The event was considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6).

Manufacturer narrative:
B5: describe event or problem: updated the event description. E1: initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that stable angina pectoris occurred. In (B)(6) 2022, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) extending up to distal rca with 95% stenosis and was 70 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Additional drug eluting stent placed on the target lesion; however, the device detail was not provided. Thirteen days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. At the time of event, the subject was on aspirin. Medication was given to treat the event. Four days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that the additional stent was a non-boston scientific drug eluting stent that placed on the target lesion in december 2022.